Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. No motor position encoder error alarms found in alarm history. The insulin pump had cracked reservoir tube lip, case window display corners, lcd window, scratched lcd window case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.